Manufacturer narrative:
Some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while analyzing the heart rhythm of a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d4 (primary UDI #) and d4 (serial #) and h4 manufacture date updated. The device was not returned to zoll medical corporation for evaluation; however, event logs from the reported date were provided review. Review of the logs showed only one analysis with the result "no shock advised." Zoll confirmed the correct log was submitted and reviewed, which demonstrated the AED correctly followed its sequence by providing the audio prompts "no shock advised" and "start CPR." The information indicates a misinterpretation of audio prompts rather than a device malfunction. Based on available information the AED functioned as intended. No trend is associated with reports of this type.